Event description:
It was reported that the patient had progressive difficulty in recharging their implantable neurostimulator (ins) since replacement surgery. It was noted that they could not get more than 2 to 4 charge boxes at any time and that the charge time got progressively longer. In (B)(6) 2014 the patient was unable to connect or recharge the ins using the recharger unit and the ins stopped working soon after due to battery depletion. The patient had tried 2 ¿countdowns¿ with the recharger unit which were unsuccessful and it was noted that there was no response from the ins (other than the countdown). The patient was to meet with the manufacturer¿s representative on (B)(6), 2014 for evaluation. There were no reported symptoms or complications noted during the event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Additional information received reported the manufacturer representative (rep) met with the patient for follow up. The rep was unable to interrogate the battery. The rep had two unsuccessful attempts to reset the overdischarge. The battery was also reportedly protruding forward and moves in the pocket. The rep spoke with the nurse practitioner regarding a pocket revision. The patient would be scheduled for a replacement and relocation of the ins pocket. There was no information as to the revision or replacement date. The patient was to be referred to the surgeon for surgery following a patient meeting on 2014-(B)(6).

Event description:
Additional information received reported the patient was seen the day of this report and her coverage was good. The patient was scheduled to have her sensor activated in a couple of weeks.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3550-39, lot# n163923, implanted: 2009-(B)(6), product type accessory. Product ID 3777-45, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 3777-45, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the patient's post-op appointment was scheduled for (B)(6) 2014. The appointment was cancelled because the patient was ill and was rescheduled for monday. The patient's system was replaced with MRI compatible leads and implantable neurostimulator (ins).

Event description:
Additional information received reported the patient had a complete system replacement. Her post-op appointment was scheduled for (B)(6). The manufacturer representative (rep) called the patient last week, but did not speak with her. The patient did not respond to the rep¿s voicemail.

Event description:
Additional information received reported the patient was scheduled for an entire system replacement on (B)(6) 2014.